Event description:
Customer reports that tubing snapped and came apart at the top of the burette where it connects to the spike set. Customer is not sure how long the set was hanging before the separation was discovered; no other details of incident available. No pt harm reported.

Manufacturer narrative:
Product return is not expected; customer's corporate policy prohibits releasing product that has been involved in a pt incident.